Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25102517, 25103660 and 25102516 the last 3 lots shipped to the account prior to the aware date. There were no nonconformances recorded in the lot history. (B)(4).

Event description:
The hospital reported that during the start of an endoscopic vein harvesting procedure, the pa opened the device and observed that the tip on the vasoview hemopro 2 had come apart from the other parts of the tip end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.